Event description:
Multiple health issues following placement of mcghan saline breast implants in (B)(6) 2004. Developed asthma within a few months of placement at age (B)(6). Unable to draw deep breaths since date of implantation. Have been told by several doctors it¿s very rare to develop asthma in adulthood and especially at that age. Asthma has continues to worsen. Shortly thereafter developed severe, chronic joint pain and inflammation. Pain, deep internal burning/itch left breast from day of implantation and has never ceased. Chronic fatigue, muscle weakness, neck/ shoulder pain. Chronic fatigue and inflammation often leaves me bedridden for days. Excessive weight gain that is unresponsive to diet and/ or exercise. Swelling, inflammation of lower extremities, face. Hair loss and lesions in scalp, ringing in ears, dry eyes, blurred vision and optical migraines. Currently awaiting a surgery date for removal of breast implants en bloc. Have been told that mcghan/inamed 68 saline breast implants were recalled in 2009 for reports of faulty valves. I never received any letter or notice of this by either mcghan/inamed or my treating plastic surgeon even after I had purchased an upgrade ¿platinum plus¿ inamed warranty at time of implantation in 2004.